Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels. Customer¿s blood glucose level was 300 mg/dl. Customer¿s current blood glucose level was 409 mg/dl. Customer reports they have a back-up plan available. The insulin pump and sensor will not be returned for analysis.